Event description:
The customer called into philips to report the device has message error codes: 90002 and 9000a. Errors mean self test failure - ram/rom or gate array. There was no reported patient involvement.